Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges that the circuit is disconnecting at elbow on concha column. It is not being noticed, not alarming and circuit is getting over heated. Complaint states that the nicu staff is complaining of possible "burn potential". No patient injury or medical intervention reported.